Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. H2: additional information/ device evaluation. H3: device evaluated by manufacturer- additional information. H6: event problem and evaluation codes- additional information.

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Bin file analysis was performed and passed. A review of the share logs was performed and there were no errors in the log for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.